Event description:
A pt's catheter was explanted and replaced due to fibrosis and limited spread. The patient presented with increased chronic pain in their upper extremity, despite medication titration. Sulfenta (200.0 mcg/ml at 60.01 mcg/day) and bup-pg (20.0 mg/ml at 6.001 mg/day) was administered via the pump as noted on (B)(4) 2010. A 50% decrease of the daily dose was noted on (B)(4) 2010. Side port catheter eval/ intervention occurred on (B)(4) 2010. The pt's outcome was noted as having had resolved without sequelae. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).